Event description:
It was reported that this pacemaker stored a signal artifact monitor (sam) episode resulting in the minute ventilation (mv) feature being disabled due to detection of noise on the right atrial (ra) channel resulting in an alert in the remote home monitoring system. The following day, this pacemaker and non-boston scientific right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.